Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: a complaint of set leaking and possibly being damaged was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2420-0500 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3: see h10.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set leaked from the tubing at the bottom of the channel once the infusion was started. The following information was provided by the initial reporter: "normal saline regular line in cancer centre primed normally without any issue, primary line placed in alaris pump channel and attached to chemotherapy through secondary line, but the secondary line was clamped. Infusion initiated via alaris pump. Writer immediately noted leaking from bottom of channel, paused infusion and opened channel to find fluid profusely spraying out of centre of tube within channel. Thankfully, normal saline only due to secondary clamped. Unable to determine if line punctured, but nothing sharp noted along channel door... Was there any patient involvement? What is the patient outcome? Is there any adverse events/serious injuries? ¿ delay in treatment".